Manufacturer narrative:
(B)(4). The customer reported the user initiated operational check failed and the device status log contained recent entries of charge/shock failure messages and runtime therapy pca failure messages. There was no patient involvement. The device was evaluated by a third party service provider. Replacing the therapy pca resolved the issue.

Event description:
The customer reported the user initiated operational check failed and the device status log contained recent entries of charge/shock failure messages and runtime therapy pca failure messages. There was no patient involvement.